Manufacturer narrative:
Db-1200-s, serial (B)(6) : the explanted ipg was analyzed, and the complaint was confirmed. The ipg would not charge despite multiple attempts. No link was established when attempted with a remote control and clinical programmer. Internal electrical measurements and thermal imaging confirmed that the asic is electrically shorted. This type of damage is typically caused by the ipg or lead exposure to electrocautery. The probable cause is unintended use error caused or contributed to the event.

Event description:
It was reported that the patients deep brain stimulation implantable pulse generator (ipg) would no longer communicate with the remote control or clinician programmer. In addition, the patient was experiencing difficulty charging the ipg. Troubleshooting was performed but it did not resolve the issue. The patient underwent an ipg replacement procedure and was doing fine postoperatively. Additional information was received that when the ipg pocket site was opened during the ipg replacement procedure, the ipg had not migrated, was not too deep, and was correctly orientated. It was noted however, that the patient had undergone a previous a lead replacement procedure, report number 3006630150-2023-02356, in which bipolar cautery was used at the burr hole site.

Event description:
It was reported that the patients deep brain stimulation implantable pulse generator, ipg would no longer communicate with the remote control or clinician programmer. Troubleshooting was performed but it did not resolve the issue. The patient underwent an ipg replacement procedure and was doing fine postoperatively.